Manufacturer narrative:
Analysis found the ins (B)(4) reached it's normal end of life and no significant anomaly with the lead (3487a-45). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported the patient had a hard fall on (B)(6)2017 and was concerned the leads migrated. An MRI and x-ray revealed the leads migrated. A hard fall did result in the migration of the c2 lead (right peripheral). The date of the x-ray was (B)(6)2017. The date of the MRI was not known. The operative note indicates that the leads were revised secondary to the migration of the cervical leads and a loss of pain relief. The note did not state if all lead migrated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-56, lot#: v884579, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that one of the patient¿s leads had migrated and a lead revision was scheduled for (B)(6)2017. The date that the lead migrated was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The model and serial number of the device has been updated. Update: information references the main component of the system and other applicable components are: product ID: 3487a-45, lot# unknown, product type: lead. Product ID: 3888-56, lot# va0a1mp, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va07fkn, implanted: (B)(6) 2016, product type: lead. Product ID: 3487a-56, lot# va0glxq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. The ins (serial number (B)(4)) and lead (unknown lot number) was returned for analysis. The patient and device codes have been updated. The conclusion code corresponds to the ins (serial number (B)(4)) and lead (unknown lot number). The conclusion code corresponds to the leads (lot number va0a1mp, va07fkn, and va0glxq). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative first started experiencing the lead migration after a fall in (B)(6) 2017. The lead was replaced and repositioned. The ins for the cervical/neck was also replaced as it was nearing the end of service. Both the old lead and the battery was returned for analysis due to physician preference. The patient experienced a loss of pain relief. The patient was doing fine. Additional information was received from a healthcare professional of a clinical study via a manufacturer representative. It was indicated that the leads (lot number va0a1mp, va07fkn, va0glxq for non-malignant pain) were repositioned on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.